Manufacturer narrative:
The device was evaluated on site by a siemens service engineer. The o2 gas supply module was found to be defective and was replaced. The o2 gas supply module was evaluated by teh MFR and showed signs that the proper precautions, described in the user manual, were not taken before removing the module from the device.

Event description:
During a 3000 hour pm while calibrating the unit, the safety relief valve started to chatter and the ventilator's o2 module failed. There was no pt involved.